Manufacturer narrative:
The pipeline flex device will not be returned for analysis as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient suffered a subarachnoid hemorrhage (sah) after the procedure. The patient was identified as ¿brain dead¿ the morning after the event. The patient underwent embolization treatment of an unruptured saccular aneurysm located in the left internal carotid artery(ica), measuring 6 mm x 4 mm with landing zone of distal 3.1 mm and proximal 3.9 mm. The vessel was moderately tortuous. It was reported that the case was very straight forward. A pipeline device as advanced successfully into the middle cerebral artery (mca). The device opened easily, and the device was placed in the distal internal carotid artery (ica) (just proximal to anterior choroidal) and deployed easily with the original end landing in the horizontal segment of petrous. Follow up images were taken, and all collateral/distal branches appeared to be filling normally. About 60 minutes after the procedure the patient was alert and awake and recovering in the intensive care unit (ICU). However, her condition declined rapidly, and she was brought back down to the lab and a computed tomography (CT) was performed, showing a significant sah on the same side we had just placed the pipeline. The bleed was distal to where we had placed the device. The patient was identified as ¿brain dead¿ the morning after the event.

Manufacturer narrative:
Age: additional information. Weight: additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient suffered a subarachnoid hemorrhage (sah) after the procedure. The patient was identified as ¿brain dead¿ the morning after the event. The patient underwent embolization treatment of an unruptured saccular aneurysm located in the left internal carotid artery(ica), measuring 6 mm x 4 mm with landing zone of distal 3.1 mm and proximal 3.9 mm. The vessel was moderately tortuous. It was reported that the case was very straight forward. A max 88 was placed in the proximal ica. Spasm was noticed so verapamil was delivered. Once spasm was reversed, the navien and phenom were advanced. The navien was left in the petrous segment of the ica and the phenom 27 was advanced into the m2 segment of the left middle cerebral artery (mca). A pipeline device as advanced successfully into the mca. The device opened easily, and the device was placed in the distal ica (just proximal to anterior choroidal) and deployed easily with the original end landing in the horizontal segment of petrous. Follow up images were taken, and all collateral/distal branches appeared to be filling normally. About 60 minutes after the procedure the patient was alert and awake and recovering in the intensive care unit (ICU). However, her condition declined rapidly, and she was brought back down to the lab and a computed tomography (CT) was performed, showing a significant sah on the same side we had just placed the pipeline. The bleed was distal to where we had placed the device. Post procedural angiographic result was excellent. There was good flow distal to the device and both aneurysms were covered with the device and both aneurysms were retaining contrast, showing diminished flow into the aneurysms. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the aneurysms were smaller than the indicated size. No images are available for review. Penumbra max 88, navien 058, phenom 27, synchro 14 standard